Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00300. PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. D6b - explant date is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 57 months after a right total knee replacement procedure, the patient has experienced loosening, ambulation difficulties, discomfort, emotional changes, osteolysis, and pain. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.